Event description:
It was reported that approximately six months after implant, the implantable cardioverter defibrillator (ICD) and all leads were explanted due to an infection. The chronic right ventricular lead was capped six months prior to the explant prophylactically; however at the time of explant, the physician suspected a lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. 693165 implantable tachy lead 2007 (B)(6); (B)(4) implantable tachy lead 2012 (B)(6). (B)(4).